Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center beginning with the three (3) month time frame which immediately preceded the earliest event occurrence date ((B)(6) 2015) and carried through to the most recent occurrence date ((B)(6) 2016) noted for this patient. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame of approximately fifteen (15) months. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing, as well as all other release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. However, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. No treatment data sheets were made available for this event; therefore, there is no way to confirm a causal relationship between the optiflux 180nre dialyzer assembly and the patient¿s itching.

Manufacturer narrative:
(B)(4) the post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities

Event description:
A user facility clinic manager (cm) reported that a patient had an allergic reaction to the optiflux 180nre dialyzer. The patient experienced itching prior to the initiation of the hemodialysis (hd) treatment, with increasing severity throughout the therapy. The onset time of the itching from the initiation of treatment is not known. The patient was administered intravenous (IV) benadryl without relief. No other symptoms were experienced by the patient, and the patient has not been hospitalized for the itching. The event date is not known, however, it was reported as having occurred in late (B)(6) 2016. Follow-up information revealed that the itching may be related to the patient's high phosphorus levels. Laboratory values are not available for this event date, however, most recent phosphorus values were reported as 6.2 (high) for (B)(6) 2016 and 5.9 (high) for (B)(6) 2016. Furthermore, the cm stated that the patient was recently hospitalized with pneumonia, and the patient's itchiness appeared minimal during this period of time. However, the manufacturer of the dialyzer in-use during the patient's hospitalization is not known. Additionally, the physician updated the patient's treatment orders to include the use of another manufacturer's dialyzer. Follow-up information was received which revealed that the patient still experienced itching after switching dialyzer manufacturer's. However, the itch was reported as being milder following the change. The patient continues to receive hd treatments using another manufacturer's dialyzer. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.